Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that on the (B)(6) 2016 the patient felt a jolt sensation. The patient got a jolt every once and while. This was reported to occur when they hold their baby and it was uncomfortable. The patient would sit down to hold the baby and when they got up they would feel a ¿more so than normal jolt in [their] back.¿ it was reported that the adaptive stimulation would lower when they walked but sometimes it would ¿kick up¿ when they were holding the baby. Therefore, the patient had turned the device off. It was reported that the patient would be having an unrelated MRI. It was reported that there was poor communication on the patient programmer and the patient was unable to charge starting the day before the call. It had been a while since the patient had charged their implantable neurostimulator (ins) due to having a child. It was reported that there were no issues with the therapy and it helped them a lot but they forgot about it. The patient wanted information regarding how to put the ins in MRI mode when it was overdischarged. Additional information was received from the manufacturer representative on (B)(6) 2017. The caller believed that the patient was in overdischarge as they had not charged in a year or more. The patient needed an arm MRI for a possible torn bicep. The patient tried to charge periodically but kept seeing the reposition antenna screen. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.